Event description:
It was reported that this right atrial (ra) lead showing non-physiologic signals and it's integrity is in question. Boston scientific technical services (ts) suggested to discussed with the physician about lead revision. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead showing non-physiologic signals and it's integrity is in question. Boston scientific technical services (ts) suggested to discussed with the physician about lead revision. This lead remains in service. No adverse patient effects were reported. Additional information was received that this patient underwent a normal device changeout procedure. This ra lead was noted to be broken and the pace impedance jumped between 400 and greater than 1,900 ohms. This impedance was stabilized when a stylet was inserted 10cm into the lead. The device was reprogrammed, and no intervention was taken with this ra lead. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right atrial (ra) lead showing non-physiologic signals and it's integrity is in question. Boston scientific technical services (ts) suggested to discussed with the physician about lead revision. This lead remains in service. No adverse patient effects were reported. Additional information was received that this patient underwent a normal device changeout procedure. This ra lead was noted to be broken and the pace impedance jumped between 400 and greater than 1,900 ohms. This impedance was stabilized when a stylet was inserted 10cm into the lead. The device was reprogrammed, and no intervention was taken with this ra lead. This ra lead remains in service. No adverse patient effects were reported.